Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user cannot login into the pyxis. The technical support specialist (tss) dialed into the server and identified that the user account was locked on the es website. Tss advised the customer to contact the pyxis admin or hospital information technology to unlock the account to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, unable to login to the pyxis medstation. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, unable to login to the pyxis medstation. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.